Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular (rv) lead was explanted shortly after it was implanted. The physician replaced this single coil lead with a dual coil lead with the intention of reducing high defibrillation thresholds (dft). No additional adverse patient effects were reported.